Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. However, insulin pump received with corroded battery tube. Insulin pump was monitored and no no failed battery test noted. Insulin pump passed selftest, unexpected restart error test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for failed battery test. Customer's blood glucose was 176 mg/dl at the time of incident. Customer also stated that they turned on the pump it alarmed failed battery test. Product will return for analysis.